Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range high voltage lead impedance was observed via remote transmission. The patient will continue to be monitored.

Manufacturer narrative:
The reported field event of hv lead impedance was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
New information received notes the event was resolved with lead extraction. The patient left the room in stable condition.